Event description:
Blade cut but staples did not eject and/or close properly when ejected. Actively pumping uterine vessels discovered to be bleeding profusely. Exploratory laparotomy done with suture ligation of lacerated vessels. Urologist called in emergency to perform cystoscopy due to slightly pink urine. Normal bladder mucosa noted.